Event description:
It was reported that a device use issue occurred. The patient presented with lower limb peripheral arterial disease. A 3.50 x 38mm synergy xd drug-eluting stent was selected for treatment. However, during preparation, the stent cover was not removed and was then inadvertently inserted into the sheath along with the stent. Upon device removal, the stent cover was no longer on the stent. Angiography was performed; but the physician was unable to locate the stent cover because it was radiolucent. The patient opted for the conservative option which is to leave the foreign object in the artery with monthly monitoring. No further intervention was performed.